Manufacturer narrative:
(B)(6). All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 6p04-55 that has a similar product distributed in the us, list number 6p04-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed increased reactive rates for alinity s anti-hcv result for multiple donor samples while running on the alinity s system. The hcv retention mean went from 0.20% to 0.66%. The field service engineer (fse) visited the site to inspect the analyzer and perform some troubleshooting steps. After performing the troubleshooting, the fse put a new reagent cartridge on the instrument and retested the samples which generated negative results as expected. The fse for troubleshooting purposes, disabled the new cartridge and tested the samples using the pre-existing cartridge and the samples generated the same results as the initials (grayzone and low positives). The fse discovered through troubleshooting the analyzer, black particles were found in the trigger solution. The customer provided the following data on (B)(6) 2022: (B)(6): before probe change (old reagent): (B)(6); after probe change (new reagent): (B)(6); after probe change (old reagent): (B)(6). There was no impact to donor or patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The tracking and trending review determined that there are no related trends. A customer data review was performed for alinity s anti-hcv, ln 6p04-55, lot 29217be00 at hemepar, hemominas and hemosc respectively. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at the three customers, across whole blood (wb) peer sites and all ous customer sites. Aggregated performance of lot 29217be00 across all ous customers, regardless or peer group is within product requirements and comparable to the performance of other lots of the same assay evaluated in the comparison. Lot 29217be00: irr: 0.122%; irr (without repeat reactives): 0.012%; rrr: 0.110%; specificity: 99.890% the performance of lot 29217be00 at the three complaining customers, hemepar, hemominas and hemosc, is within product requirements. Lot 29217be00 performance at hemepar: irr: 0.357%; irr (without repeat reactives): 0.227%; rrr: 0.130%; specificity: 99.870%. Performance at hemominas: lot 29217be00: irr: 0.410%; irr (without repeat reactives): 0.080%; rrr: 0.330%; specificity: 99.670%. Lot 29217be00 performance at hemosc: irr: 0.153%; irr (without repeat reactives): 0.025%; rrr: 0.128%; specificity: 99.872% . The device history records review did not identify any non-conformances, potential non-conformances, or deviations related to the likely cause lot and complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on this investigation, alinity s anti-hcv reagent, ln 6p04-55, lot 29217be00 is performing as expected.